Manufacturer narrative:
Product complaint # (B)(4). Batch # r5977u. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with two cartridge loadeds present. The reload b, 6r45b, batch r58e0f, was received fully fired, with the lockout spring damaged. The reload c, tr45w, batch p56m6x, was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, physician put the blue staple load into the handle and inserted it into the patient. He grasped the tissue and went to fire the staple load and there was a loud crack. Physician said it felt like something did not go right. The staple line looked good. And he pulled it out reloaded and when he tried to fire the white load it would not fire and the dark gray handle would stick when squeezed. Case completed with another device of the same product code. There were no patient consequences reported.